Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. Customer was able to clear alarm and rewind process. Insulin pump had crack. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thus. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The pump powered up properly after insertion of the battery. Performed a safe shut down of the pump and then powered the pump back on. No unexpected pump error 23, 49, or 68 alarms noted during testing. A review of the download history files shows on 6/17/2022 at 15:14 the pump alarmed pump error 23, 49, and 68. Pump errors 23, 49, and 68 alarms sequence indicate that the pump experienced unexpected unsafe shutdown. The pump was cut open to perform a visual inspection. Moisture damage was found on the inside of the j6 connector on pcba 1, pcba 1 40 pin flex cable, and pcba 2 40 pin connector. A test p-cap does lock into place inside the reservoir compartment properly. Pump error 23, 49, and 68 alarms are confirmed due to moisture damage. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, and pillowing keypad overlay. Pump error 23, 49, 68 alarms and unsafe shutdown anomaly are confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Cracked battery compartment is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.